Manufacturer narrative:
Result- foot end brake crank assemblies, scorpion brake kits. Brake cam bolts.

Event description:
It was reported by service report that the brakes were not holding and brake pedals were difficult to engage.